Event description:
The user reported that the tip of the catheter separated from the shaft during use. The physician attempted to use a snare to remove the tip from the pt, however, the catheter tip was unable to be removed. The pt was sent to the operation theater to have the tip removed surgically. During the lengthy surgical procedure, the catheter tip broke into multiple pieces. The surgeon successfully removed all of the catheter tip. During the surgery, the pt experienced hypotension. After the surgery, in the ICU, the pt arrested on (B)(6) 2015 and expired on (B)(6) 2015.

Manufacturer narrative:
One device was returned for eval. The eval is currently in process. A f/u report will be submitted when the eval has been completed.